Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device displayed a device not detected on the bus error. The field service engineer (fse) cleaned contacts on the drawer controller boards in both sub-drawers, and connections were secured with tightened hard stops. The pockets were removed, and bus connections to trays were secured, but the issue persisted. Further inspection found faulty soldering on the tray board, where the retainer socket had come off the board. The tray board was replaced, and testing confirmed proper functionality. The drawer was recovered, and the station was returned to operational status. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on bus and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.